Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after exposing the pump to condensation. The customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 60 mg/dl. Reportedly, the customer loaded a new cartridge. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.